Manufacturer narrative:
The product involved in the report has not been returned for evaluation; however, the reporter provided a photograph of the device in question which clearly depicts the reported condition broken//adaptor; the complaint is considered confirmed. The issue of broken//adaptor was investigated and the root cause was identified as damage occurring during the assembly process; corrective actions have been implemented to the assembly process as well as improvements were made to the material handling system in order to prevent the components from being damaged during the process. We continue to monitor for trends. The device history record for lot 30302335 was reviewed and the product was produced according to product specifications. All information reasonably known as of 14 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 8030647-2026-00018 for the first report. Refer to 8030647-2026-00020 for the third report. It was reported that at 07360 am the respiratory therapist (rt) attended the patient and noted a leaking sound between the endotracheal tube (ett) and the y adaptor for the inline suction [catheter]. The y adaptor [was found to be] broken leaving the tip piece inside the ett. The patient was immediately attended to; the ett end with the left piece [was] trimmed [and] a new adaptor and inline suction were placed. There was no report of harm or injury as a result of this reported event.